Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and elevated blood glucose (bg). A specific value was not provided, however, customer alleged bg to be over 600 mg/dl. Customer delivered a bolus with the pump to address bg. Tandem technical support performed a pump system check and found the pump performed as intended. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.